Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer stated that she checked for an occlusion but did not see one. Blood glucose level was 345 mg/dl at the time of the call. Customer treated high blood glucose level with a bolus. No further information was provided.